Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress was applied to insertion section and charged coupled device (ccd) unit was damaged, and the suggested event occurred temporarily. The event can be detected by following the instructions for use (IFU) section which state: -inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: -inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not reproduced; however, there is a chance that intermittent image dropped when angled could have occurred. In addition to evaluation in b5, the bending section cover glue was chipped. The insertion tube had dents that failed the ring gauge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, intermittent image dropped out when angled with the evis exera iii bronchovideoscope. There was no report of patient harm associated with this event. During incoming inspection, no image was displayed. This medwatch is being submitted to capture the reportable malfunction found during evaluation.